Event description:
It was reported that approximately three months post implant, an implantable cardioverter defibrillator (ICD) alert was triggered. Follow up revealed that the right ventricular (rv) lead impedance values were high and varying. It was also observed that the rv lead could not pace. Consultation suggested likely connection issue between the rv lead and the ICD. Evaluation via x-ray was recommended. The ICD, and rv lead remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: d384trg ICD, implanted: (B)(6) 2014; 5568-53 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, week of 30june2014, rv bipolar lead impedance measured 4047 ohms, up from 1083 ohms. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, rv lead impedance warning on 25june2014 for out of tolerance lead impedance. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter(sic). Analyst commented, beginning 16june2014, sensing integrity counts up to 6671; no episode data collected to substantiate lead noise oversensing or potential connection issue.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.